Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. Manufacturer attempted to follow up with the site, but no further information has yet been received. Since limited information is available and the device was not returned to the manufacturer for further investigation, the definitive root cause of the reported event cannot be established. However, from the document review, no manufacturing deficiencies were noted. Medical judgment provided, suggested some possible root cause for the reported event but since limited information is available, they cannot ultimately be confirmed. Should further information be available in the future, a follow up report will be provided.

Manufacturer narrative:
Updated fields: b4, d4, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer is following up to retrieve further information regarding the event and the device involved. A follow up report will be provided upon receipt of any further information as applicable.

Manufacturer narrative:
Manufacturer is retrieving further information including the confirmation of the device serial#; and will submit follow-up report upon availability of new, relevant details.

Event description:
On (B)(6) 2025, a perceval plus valve pvf-s was implanted with mics avr. After confirming no pvl by (B)(6), bleeding was noted in unknown place. A median incision was made to find the bleeding point, and the left atrial area was suspected. Reportedly, the white sizer was not inserted, but it was decided to implant a s size sizer, which was dilated 4atm 60 seconds later. The following were suggested: (1) rupture of the arterial valve ring due to perceval placement; (2) rupture by the duct catheter in the left atrium; and (3) rupture of pa. Thereafter, clamping and de-clamping was repeated to stop bleeding, but hemostasis was not completed. Hemostasis with gauze packing was performed as best as possible, and the patient left the room after it was confirmed that the chest can be closed under ECMO. Subsequent status could not be confirmed. The surgery time was extended 5 hours due to this incident.